Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The patient reported experiencing elevated blood glucose of 12-16 mmol/l (216-288 mg/dl) while using the infusion sets. This would occur after 24 hours of use. The patient bolused to lower blood glucose levels and this would only decrease readings by a small amount and would still be elevated to 10 mmol/l (180 mg/dl). The patient stated the infusion set cannula did not appear to be damaged. The patient stated the adhesive of the headset appeared stained as if something had leaked out. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was not available to be returned for evaluation.